Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report by a consumer from (B)(6) of patient made mistake/break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began dianeal 1.5% pd2 ultrabag (unknown lot number) and dianeal 2.5% pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal pd2 ultrabag therapy was ongoing. On an unreported date, the patient experienced the event of patient made mistake/break in aseptic technique. On (B)(6) 2012, the patient developed peritonitis. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was reported to be patient made mistake/break in aseptic technique. On an unreported date, the patient began remedial therapy with refline 1gm-od-ip and fortum 1gm-od-ip. The outcome of the peritonitis event was unknown. Concomitant therapy was not reported. It was reported that the peritonitis event was not related to dianeal therapy. A causality statement was not reported for the event of patient made mistake/break in aseptic technique.

Manufacturer narrative:
(B)(4). This complaint, for use error - breach in aseptic technique is confirmed because the patient made mistake/break in aseptic technique, which is a use error that can cause can peritonitis. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.